Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the most distal strut row were lifted and pulled distally. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. No other visual damages were encountered upon visual inspection. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 02nov2020. It was reported that the stent balloon expandable could not cross the lesion. The 36mm in length, 4.1mm in diameter target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 4.0mm x 38mm promus element plus stent balloon expandable was advanced for dilatation. However, stent could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patients status is stable. However, device analysis revealed a stent damage.